Event description:
It was reported that the lead impedance was escalating and a patient alert triggered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a partial lead was returned in segments and analysis found that the proximal conductor fractured. The distal and defibrillator conductors were both distorted. Several conductors had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overlay. The outer tubing was kinked/buckled and had an environmental stress cracking breach/breach (non-electrical). The outer tubing overlay was melted and had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. The lead was stretched.